Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis pertained to the lead complaint only, there was not analysis data for the device.

Event description:
It was reported that during a routine follow up interrogation, the telemetry screen indicated a warning message of "inactive detection". The implantable cardioverter defibrillator (ICD) measurements were tested and found to be working as expected. During the interrogation, it was noted that the right ventricular (rv) lead had an alert due to oversensing and noise. Trend data indicated that there had been two patient alerts for lead noise and lead failure. Oversensing and inappropriate shocks were noted as well as low r waves. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: product ID 5076-52, implantable pacing lead; 693565, implantable tachy lead, 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.